Event description:
Koru medical became aware of mw5176860 received through the FDA medwatch program stating " pt reported their pump is broken. Pt reported the syringe kept popping out and would not stay in the pump alone with the black tab/spring is broken. Rph confirmed with pt that they are transferring all of the medication dose into the syringe for administration; pt is not using the manufacturer prefilled syringe directly in the pump with adapter. Rph confirmed with pt the adapter piece is not left in pump and confirmed pt did not connect the f-tubing backwards. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra - 31gm. Hizentra indication: myasthenia gravis without (acute) exacerbation; myasthenia gravis with (acute) exacerbation. Did pt miss a dose or have an interruption to therapy? Unknown; did adverse event(s) result due to product issue? Unknown; did pharmacy replace device? Yes; is device associated with event available for return? - unknown." Additional information was received providing patient information, however serial number of the device is unknown. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.